Event description:
This is filed to report atrial septal defect, requiring intervention. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with prolapsed anterior leaflet. As per the preoperative information, the septal puncture was located in a place where the fossa was thick, narrow, and not high enough. It was possible to obtain a height of about 33mm in terms of measurement. Straddle position steering was stress free. However, when the clip was brought over the mitral valve, it touched the valve cusps, so the a knob was used to secure the height. One clip was implanted, reducing mr to grade <1. After removal of the steerable guide catheter (sgc), the shunt, which was one of the pre-procedural concerns, changed from right to left. A 25 mm amplatzer multi-fenestrated septal occluder-cribriform was placed in the iatrogenic atrial septal defect (iasd). There was no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported perforation cannot be determined. Perforation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.